Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an esophagectomy, when the surgeon attempted to fire the stapler, the anvil disconnected so the doctor stopped the firing process. The doctor then reconnected the anvil and fired the stapler. The doctor heard the audible crunch of the knife blade cutting the washer. The doctor then removed the device and had two good tissue rings. However, the doctor noted there were no staples present at the anastomosis site. The device cut the tissue but didn't deploy staples. The doctor opened a second like circular stapler to complete the anastomosis. The procedure was delayed by thirty minutes. There were no patient consequences reported. This is all the information known/available regarding this event.